Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridge did not fit onto the pump. Reportedly, the customer successfully reloaded the cartridge onto the pump and resumed insulin. Blood glucose level was 125mg/dl.